Manufacturer narrative:
(B)(4). Customer will not returned the product since considers meter is working properly,both the blood glucose readings and control test are within range. Most likely underlying root cause of malfunction:user's test strips had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 77 mg/dl. The customer's expected fasting blood glucose test result range is 60 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 154 and 180 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is approximately three weeks. The meter memory was reviewed for previous test result history: at 77 mg/dl, (B)(6) 2016 01:32 am, fasting: yes. At 91 mg/dl, (B)(6) 2016 12:40 pm, fasting: yes. At 100 mg/dl, (B)(6) 2016 08:38 am, fasting: yes. At 107 mg/dl, (B)(6) 2016 10:59 am, fasting: yes. At 95 mg/dl, (B)(6) 2016 05:37 pm, fasting: yes. Customer calling concern with the results the meter is giving low blood results. Customer states that his normal glucose range is 60-130 mg/dl and he test 3 times a day. Customer just wanted to make sure the meter is working and he is doing the test correctly. After reviewing the meter memory and running the control solution test customer states that is satisfied with the way the meter is working. No replacement needed.